Event description:
Facility reports a pharmacist did a visual check on two tpn bags and felt they had under filled. The orange station was programmed for 566ml of travasol 10% at a specific gravity of 1.03. The blue station was programmed for 476ml of dextrose 70% with a specific gravity of 1.24. The gray station was programmed for 90ml of electrolytes with a specific gravity of 1.10, and the yellow station was programmed for sterile water at a specific gravity of 1.00. The pharmacist reported the source bags did not appear overly full on the stations after compounding the two under filled bags. The pharmacist discarded the two bags that he felt were under filled and compounded two add'l bags that he felt were filled correctly. The two bags in question were not weighed. No pt contact.